Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient called vad coordinator on (B)(6) 2019 to report scant yellow/brown. The patient had thick drainage at their drive line site with fevers/chills, and reddened slightly swollen skin. The patient was switched to daily dressing. Np prescribed doxycycline 100mg bid two times a week and encouraged to go to umn health to see the ID team. There was a follow up call to the vad coordinator on (B)(6) 2019. The patient reported decreased drainage and redness gone. No repeat incidence of fever/chills. The patient could not make it to umn and saw sanford sioux falls ID on (B)(6) 2019. The patient was diagnosed with a localized soft tissue infection of the lvad drive line. Blood cultures positive for mssa. The ID physician extended doxcycline course until (B)(6) 2019 due to presence of drainage.